Event description:
During a valve replacement, dr used the nextstitch product to replace the valve. After the valve was seated and tied down, dr felt a "soft" spot in the annulus where the valve was not seated properly. The valve was removed and re-implanted using conventional valve suture, prolonging the procedure an additional 1/2 hour. The surgeon pointed out a tear in the annulus that alleged was caused by the needle being "fat". The gsp product manager witnessed the procedure, and indicated that the surgeon may have placed the needle hole too close to the annulus, causing it to tear.